Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.